Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? Was additional incision required to retrieved the needle?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The needle broke during use. Another similar product was used to complete the procedure. An x-ray was performed to locate the needle. There was no patient consequence reported. Additional information was requested.